Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and the impedance trend on the rv was rising. Analyst commented, rv impedance over 2300 ohms by (B)(6) . Rv steady at approximately 675 ohms through (B)(6) 2015, steadily rises to approximately 2500 ohms between (B)(6) 2015 and (B)(6) 2016. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited impedance spike and sudden increase in threshold. Additional data indicated rv lead impedance increasing persistently with a sudden dip. Subsequently, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.